Event description:
Syringe leaked at connection between tubing and hard plastic at syringe tip when flushing prior to bringing patient into room on two different occasions. Both syringes are from the same lot number. Reference report: mw5153282.